Manufacturer narrative:
Initial qa inspection of the air dermatome on january 4, 2017 revealed the master blade was flush with the control bar. The device was tested under the stroboscope with the qa test hose and the motor operated within motor speed specifications. The device was out of calibration at the 0 reading, but within calibration at all other settings. It was noted by the technician that the skipping and vibrating could not be duplicated and that width plate screws were missing. Repair of the air dermatome was performed by zimmer biomet surgical on january 4, 2017 which included replacement of the thickness control lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. Post repair analysis of the air dermatome revealed that the swivel rotated smoothly clockwise and counterclockwise. The motor ran within specification and the thickness control lever torque was also within specification. The control bar position was flush with the master blade and the side to side and calibration readings at the test positions were all within specifications. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device was skipping and vibrating terribly. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in an issue evaluation. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports folder in livelink. The last repair was (B)(6) 2016 where it was reported that the device needed evaluated and the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on (B)(6) 2017 revealed the master blade, serial number (B)(4), was flush with the control bar. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications at 5040 rpm. The device was out of calibration at the 0 reading, but within calibration at all other settings. It was noted by the technician that the skipping and vibrating could not be duplicate and that width plate screws were missing. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the thickness control lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. The reported event was non verifiable since the service technician could not duplicate the reported event. The root cause of the reported event was non verifiable since during the initial inspection the technician could not replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the thickness control lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device was skipping and vibrating terribly. Additional information received january 9, 2017 clarified that during surgery the surgeon began using the dermatome to take a skin graft and the machine skipped, making the graft unable to be used. Therefore, an additional skin graft had to be taken. This extended the surgical procedure 20 minutes. An alternate product was used to complete the surgery.